Event description:
It was reported the patient had pain at their implant site. It was stated that over the weekend prior to report the patient¿s ¿hip and everything started hurting really bad where the implant is." The patient stated the pain was excruciating and they called their primary doctor and they turned it off. The patient was wondering if it was up against a nerve. Reportedly, the patient had this implant for almost two months and ¿this just hit her.¿ it was noted about a week prior to report the patient started feeling some pain and it was right inside where the implant was. It was stated three days prior to report it was hard for the patient to sit and the following day they went into the hot tub thinking they were just sore. The day prior to report, the patient woke up and wanted to cry because the pain was so severe and they shut it off but that did not help it stop "the beating and the beating." The patient stated they couldn¿t feel anything in her right leg and toes and it was kind of numb. Reportedly, the patient took some zofran and had some leftover pain medication from their surgery that they took but they were still in pain. It was noted it was beating the rib bone right in the tail bone area around the hip. The patient stated their ¿bladder wants to go, go, go.¿ reportedly, the patient was in a lot of pain at the time of their surgery and felt the whole surgical procedure. It was noted the patient was screaming in pain and could feel the cutting and everything. It was later reported the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. The patient stated it was two weeks prior to report in march. It was noted the patient felt like they got shock waves from their hip to the front of their stomach. Reportedly, the patient¿s doctor told them to call if the severe pain happened again.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0etvy, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).